Event description:
It was reported that the device exhibited a force sensor problem. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found, "force sensor test - sf: calibration required." Functional testing confirmed the customer reported issue. The force sensor was 5 lbs out of spec. The force sensor was recalibrated, and preventative maintenance was performed.